Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: 06-nov-2020. Expiration date: 01-oct-2030. Part number: 04.037.161s, 11mm/130 deg ti cann tfna 400mm/left ¿ sterile. Lot number: 75p7132. (Sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.3 - tfna lock drive. Lot number: 69p9070. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4 - wave spring, shim ended for tfna nail assembly. Lot number: 52p7551. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 26-aug-2020 was reviewed and determined to be conforming. Part number: 04.037.942.2 - lock prong, 130 degree, tfna static locking prong lot number: 67p9334. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Part number: 21127 ¿ timoagri16.00 lot number: 52p3080 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report received from perryman company dated 03-mar-2020 was reviewed and determined to be conforming. Lot summary report dated 15-apr-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in the united kingdom as follows: it was reported that on an unknown date, the tfna nail broke through the lag screw hole post op. The nail was implanted approximately one year ago. The patient was revised with an angled blade plate. The revision surgery was completed successfully. This report involves one (1) 11mm/130 deg ti cann tfna 400mm/left - sterile. This is report 1 of 1 for pc-(B)(4).